Event description:
Boston scientific received info that thresholds increased and sensing decreased with all leads implanted with this pacing system. The pt stated he had fallen down, but with no mention of details, date or circumstance. During a revision procedure, the physician noted that all leads had dislodged and believes the generator was pulled down which pulled the leads back. The atrial and right ventricular leads were repositioned and the left ventricular lead was explanted and replaced. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.